Event description:
Cotton (from tampon) comes off inside you- vagina [foreign body in reproductive tract]. Cotton (from tampon) comes off [device breakage]. Cotton (from tampon) comes off inside you when you pull them out [complication of device removal]. Applicator doesn't snap in place sturdily, end up pulling it apart and having to restring the tampon [device physical property issue]. Consumer reported via rr that the cotton comes off tampon when she pulls tampon out. Applicator pulls apart when trying to snap in place. No serious injury was reported.